Manufacturer narrative:
Device evaluation summary: the stent was positioned between the markerbands but not meeting specifications due to deformation of the distal wraps. Deformation was evident from the 1st to 3rd distal stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel, most likely due to hardened blood in the guidewire lumen. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx coronary drug eluting stent to treat a moderately tortuous, severely calcified lesion exhibiting 89% stenosis in the proximal left anterior descending (lad) artery. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre dilated. It was reported that stent deformation occurred in vivo during positioning/advancement. It was reported that the event was due to the use of the device in a difficult lesion morphology/anatomy, meaning that the event was procedural related and not device related. The patient is alive with no injury.